Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patent's right eye due to blurred vision and loss of peripheral vision. Another lens of different model was implanted successfully. The likely cause of the event was reported as "patient realized that he wanted multifocal iol" and the prognosis was reported as "excellent".

Manufacturer narrative:
Visual inspection of the returned lens found one haptic bent. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.